Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer needs a parts ID: (exchange) (B)(4). There was no reported adverse patient impact.

Manufacturer narrative:
Customer evaluated device.